Manufacturer narrative:
The event was confirmed via x-ray review. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw), product return is needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that the patient has a proximal tibia endoprosthesis which has a fractured yolk. The surgeon needs a new yolk, poly, axle, bushes etc. For a revision surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the patient has a proximal tibia endoprosthesis which has a fractured yolk. The surgeon needs a new yolk, poly, axle, bushes etc. For a revision surgery.